Event description:
A report was received that the patient felt the stimulation was making her heart arrhythmia worse. The physician has recommended an ipg explant. Surgery was not been determined at this time.